Event description:
Pt admitted in 2001 for endovascular repair of aaa. "Pta" of abdominal aorta. Discharged 2 days later. Also had exploration of both common femoral arteries with endarterectomy. Readmitted 6 days later with cold left foot. Had embolectomy, left "sf" & left profunda femoral artery with attempted thrombectomy of left limb of aortofemoral graft: right common femoral artery to left common femoral artery bypass. Discharged 2002. Readmitted 24 days later after the pt been admitted in outlying hospital with hematoma around fem-fem graft, treated conservatively then transferred to this hospital. Discharged 4 days later. Case was reviewed by physicians who felt company that makes the graft should be notified there was a complication with it's use.